Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Product ID: 7428, lot# unknown, product type: implantable neurostimulator. Product ID: 3387, lot# unknown, product type: lead. (B)(4).

Event description:
Wojtecki, l., groiss, s.j., ferrea, s., elben. S., hartmann, c.j., dunnett, s.b., rosser, a., saft, c., sudmeyer, m., ohmann, c., sc hnitzler, a., vesper, j. A prospective pilot trial for pallidal deep brain stimulation in huntington's disease. Frontiers in neurology. 2015;6:177. Doi: 10.3389/fneur.2015.00177. Summary: the aim of the trail was assessment of procedure safety of deep brain stimulation, equality of internal-and external-pallidal stimulation and efficacy followed-up for 6 months in a prospective pilot trial. Reported events: 1) one patient with bilateral deep brain stimulation (dbs) to treat genetically confirmed huntington's disease with westphal variant experienced postoperative malignant hyperthermia possibly related to stimulation due to stable medication. This was noted as life-threatening and led to a prolonged hospital stay. This resolved without sequalae. 2) one patient with bilateral dbs to treat huntington's disease experienced (B)(6) nose infection in the immediate postoperative period. This event was noted to be unrelated to stimulation, but possibly due to hospitalization. This issue resolved without sequalae. 3) one patient with bilateral deep brain stimulation (dbs) to treat huntington's disease experienced deactivation of impulse generator during globus pallidus externus (gpe) stimulation. This event was noted to be possibly related to the stimulation system and resolved without sequalae. 4) one patient with bilateral deep brain stimulation (dbs) to treat genetically confirmed huntington's disease with westphal variant experienced hyperthermia during globus pallidus internus (gpi) stimulation, which was noted to be possibly related to stimulation due to stable medication. This issue resolved without sequalae. . The source literature included the following device specifics: lead model 3387 and implantable neurostimulator kinetra model 7428 further information has been requested; a supplemental report will be submitted if additional information is received.